Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No unexpected low battery alarms were noted. Unit received with bleeding lcd glass. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
A customer reported via phone call indicating that they were hospitalized for pneumonia with a high blood glucose level of over 200 mg/dl. The customer did not mention any symptoms of high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there was a black dot on the screen of the device and experienced several no delivery alarms. The customer stated that their insulin pump was delivering too much insulin prior to the incident and is now not delivering enough insulin. The customer returned the product for analysis.